Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/1/2020. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. H3 evaluation: product received for analysis. During sample evaluation the plate was able to be open and close without any issue. Tie strap did not interfere on the correct function of the locking mechanism. Therefore, is considered this man factor do not contribute to the reported complaint defect. Locking mechanism of reservoir was checked to verify its condition. Sample was evaluated, and during this evaluation iwas notice that the latch of plate and its mechanism was in good condition, in addition to it was able to be activated and de-activated several times with no issues.therefore, is considered this materials factor do not contribute to the reported complaint defect. During sample evaluation the plate was able to be open and close without any issue. Tie strap did not interfere on the correct function of the locking mechanism. In addition, during manufacturing process each unit is activated to confirm proper function and inspected to confirm it complies with current manufacturing instructions. Based on the present analysis, and condition of sample received it is determined that the reported complaint is not observed and is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to FDA: 9/14/2020. Corrected information: d2, d2b, d3, g1, g2, g5.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/24/2020. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown breast and endocrine surgery on (B)(6) 2020 and a reservoir was used. Post operatively, in the ward, the reservoir could not be locked when pushing the center of the plate. Another reservoir was used. Further details are not provided. There were no adverse consequences to the patient.